Event description:
It was reported that upon interrogation of the implanted pacemaker system, it was observed that this right ventricular (rv) amplitude measurements had been fluctuating and were variable, going from 8 mv to 2 mv. All other parameters were found to be in range, and no noise was identified. The physician will continue to monitor the patient and system. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).